Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received multiple low blood glucose readings ranging from 14-28 mg/dl on her meter for two days; in the intervals from one test to the other, customer was self-treating with juice without success. Customer did not present any symptoms of low blood glucose so she went to the hospital where she tested with a blood glucose reading of hi (>600 mg/dl). Customer was treated with insulin while at the hospital; type and amount was unknown. Customer was released later that evening. Requested return of the alleged device for evaluation and replacement was provided.